Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30424550l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a lasso® nav eco variable catheter and a medical device entrapment with excessive manipulation required issue occurred. After pulmonary vein isolation (pvi) was conducted, the physician decided to check for electrical potentials in the superior vena cava. While advancing the lasso® nav eco variable catheter from inferior vena cava (ivc) to right atrium (ra), lasso® nav eco variable catheter got entangled in the chiary networket (no abnormality in the product itself). A competitor's (jll) catheter was used to disentangle the chiary network and lasso® nav eco variable catheter (no effect on the patient). No impact on the patient (no health hazard). At the end of the case, they confirmed the structure with ivc by the soundstar catheter. The physician commented that there is no causal relationship with the product due to patient-derived anatomy. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. The issue was assessed as an MDR reportable medical device entrapment with excessive manipulation required.